Event description:
Procedure type: esophagectomy. According to the reporter: the orvil was placed in the proximal esophagus and connected with the eeaxl 25 stapler. The doctor started to close the stapler and the orvil slipped off. After a few unsuccessful attempts the orvil was removed from the esophagus, the esophagus was stapled across again, and a new orvil was positioned in the esophagus and worked as expected. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).